Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer appeared to not boot up and therefore the low voltage differential signal (lvds) printed circuit board was reseated and the lvds bracket was added. Concomitant products : product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radio frequency programmer head; product ID: 229047 software analyzer; (B)(4).

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. It was indicated that there was no patient involvement.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.